Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported, "the scrub nurse secured the definitive adm cup (right 52mm) onto the expandable coupler by tightening the knob to the point at which the cup could not be moved on the coupler." The surgeon introduced the cup into the acetabulum and impacted the handle with a mallet. Turing the knob to release the cup from the expandable coupler the device became loose so that the coupler and cup could be separated. Further attempt to loosen the knob resulted in the nut becoming locked or cross threaded to the rod. Impaction had taken place. Fault evident after instrument had been used.